Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 03.037.028 lot: l424032 manufacturing site: werk hägendorf release to warehouse date: 10 july 2017 expiration date: n/a supplier: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was not returned to medtech orthopaedics, however photos were received for review. The photo investigation revealed that '(03.037.028, scrdriver-hex 5 flex cann) had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (confirmed) as the observed condition of the (scrdriver-hex 5 flex cann) would contribute to the complained device issue. Based on the investigation findings, component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. During the surgery, it was proceeded to make the blockage of the blade. The specialist inserted the flexible screwdriver into the frame and then mentioned that they were not able to screw in. During this, the screwdriver broke. The specialist was then given the other screwdriver that was in the set, but it was not flexible. Surgery was completed successfully without affecting the patient and without alterations in surgical times.